Event description:
Comment from the surgeon: regarding specifically the cup being loose, I have actually revised a durom resurfacing which was done in chorley on a pt from our area. There were a variety of reasons for revising this hip which included a lot of pain, massive heterotopic ossification and steep inclination of the cup angle. The one thing I was not expecting to find when I went in was that the hip was loose, as the x-ray looked absolutely fine in terms of cup fixation. However, when I got in, I found the only thing holding the socket in place was a little rim of bone that had grown around the edge of it. Once this was removed, the cup just fell out and there was no bonding of the cup of the underlying bone whatsoever.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).